Manufacturer narrative:
Unit received with high sleep current due to resistance issue at the connector. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The power management tool confirms the unloaded voltage and loaded voltage were within specification. Unit was programmed with test guardian link 2 and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 4.4 mmol/l value properly from glucose meter. Unit sensor feature working properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer¿s blood glucose level was 22 mmol/l. Customer stated the insulin pump was not working. The customer was assisted with troubleshoot and the patient has tried different cannula lengths. Customer states the tubing is bent or kinked. Customer states they have tried all remedies. The customer had issues with multiple alarms. The insulin pump will be returned for analysis.